Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), blood loss anaemia ('anemia') and seizure ('other injuries/symptoms: seizures') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam, clonidine, hydroxyzine, paracetamol (acetaminophen), valproate semisodium (divalproex) and venlafaxine hydrochloride (effexor). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 months after insertion of essure. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: anxiety, depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: anxiety, depression and mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia,"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia (seriousness criterion medically significant), metrorrhagia ("metrorrhagia(bleeding b/w periods),"), blood loss anaemia (seriousness criterion medically significant), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), tooth disorder ("other injuries/symptoms: dental probs"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headaches"), nausea ("other injuries/symptoms: nausea"), seizure (seriousness criterion medically significant), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem") and hypersensitivity ("allergic reaction") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with amlodipine, pregabalin (lyrica) and surgery ((salping. (Bilateral))). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, migraine, headache, nausea, seizure, weight increased, urinary tract disorder, bladder disorder, depression, anxiety, vaginal haemorrhage and hypersensitivity outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia and blood loss anaemia had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, blood loss anaemia, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia,menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, perforation: fallopian tubes, bladder infect., uti, vaginal infect., vaginal discharge , fatigue, gi conditions, dental probs., hormonal changes, migraines, headaches, nausea, seizures, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New event allergic reaction was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), blood loss anaemia ('anemia') and seizure ('other injuries/symptoms: seizures') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam, clonidine, hydroxyzine, paracetamol (acetaminophen), valproate semisodium (divalproex) and venlafaxine hydrochloride (effexor). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 months after insertion of essure. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: anxiety, depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: anxiety, depression and mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia,"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia (seriousness criterion medically significant), metrorrhagia ("metrorrhagia(bleeding b/w periods),"), blood loss anaemia (seriousness criterion medically significant), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), tooth disorder ("other injuries/symptoms: dental probs"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headaches"), nausea ("other injuries/symptoms: nausea"), seizure (seriousness criterion medically significant), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problem") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with amlodipine, pregabalin (lyrica) and surgery ((salping. (Bilateral))). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, migraine, headache, nausea, seizure, weight increased, urinary tract disorder, bladder disorder, depression, anxiety and vaginal haemorrhage outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia and blood loss anaemia had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, blood loss anaemia, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia,menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, perforation: fallopian tubes, bladder infect., uti, vaginal infect., vaginal discharge , fatigue, gi conditions, dental probs., hormonal changes, migraines, headaches, nausea, seizures, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received : new events, " psychological or psychiatric problems condition: anxiety, depression and mental anguish, abnormal bleeding (vaginal), essure confirmation test conducted, specify no" were added. Concomitant conditions and medications were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), blood loss anaemia ('anemia') and seizure ('other injuries/symptoms: seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia,"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia (seriousness criterion medically significant), metrorrhagia ("metrorrhagia(bleeding b/w periods),"), blood loss anaemia (seriousness criterion medically significant), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), tooth disorder ("other injuries/symptoms: dental probs"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headaches"), nausea ("other injuries/symptoms: nausea"), seizure (seriousness criterion medically significant), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problem") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery ((salping. (Bilateral))). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, migraine, headache, nausea, seizure, weight increased, urinary tract disorder and bladder disorder outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia and blood loss anaemia had resolved. The reporter considered abdominal pain, back pain, bladder disorder, blood loss anaemia, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia,menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, perforation: fallopian tubes, bladder infect., uti, vaginal infect., vaginal discharge , fatigue, gi conditions, dental probs., hormonal changes, migraines, headaches, nausea, seizures, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, perforation: fallopian tubes, bladder probs., urinary probs., bladder infect., uti, vaginal infect., vaginal discharge, other injuries/symptoms: fatigue, gi conditions, dental probs., hormonal changes, migraines, headaches, nausea, seizures. Weight gain. Were added. Plaintiffs information and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.